Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left superficial femoral artery. A 5.0 x 200, 135 cm mustang balloon catheter was advanced for dilatation. However, upon initial inflation at 12 atmospheres, the balloon leaked and pinhole was noted on the balloon material. The procedure was completed with a 6 x 200 mustang balloon catheter. No patient complications were reported and the patient was fine.